Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported full black screen. The customer stated that the pump was exposed to sunbathing, hot stove and cold weather. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. After cleaned battery tube unit display properly and passed operating currents, self-test and displacement test. No full segment display noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.